Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis(ipp). The ipp was removed and a new spectra penile prosthesis was implanted. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.